Manufacturer narrative:
The involved guidewire was returned for investigation. During the investigation, it could be determined that the returned guidewire does not meet the specification in length. A clear cut could not be determined by microscopic inspection. It revealed that the tip of the guidewire was sheared off. This is an indication that the guidewire was withdrawn against the needle, which indicates a handling error by the user, as the instructions for use (IFU) states : "do not withdraw the guidewire against needle bevel to avoid possible severing or damage of guidewire.". A DHR review could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
During the initial investigation of a returned guidewire, it was noticed that a part had separated. (Separated parts could potentially reach into the patient's circulation, this is considered an event that could potentially lead to serious injury, if the malfunction were to recur.) There was no known patient injury or impact to the patient. (B)(4).